Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that she was hospitalized due to high blood glucose. The blood glucose reading was over 500 mg/dl at the time of the incident and 433 mg/dl at the time of the call. The customer was taken off the insulin pump and treated with an IV insulin drip and fluids. The customer reported that the drive support disk was normal and recessed. The customer stated that the insulin looked clear and normal and stated that the insertion site was not sore or irritated. A health care professional had changed the settings two weeks prior. The insulin pump passed the high pressure test. The customer was advised to follow up with the health care professional regarding the high blood glucose since the issue began a few days after the settings were changed.